Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported experiencing symptoms described as vomiting and diarrhea and self-presented to a hospital where she was determined to be in a state of diabetic ketoacidosis. Customer further reported she had consistently received "stable" sensor scan results and had never suspected increased blood glucose levels. In the hospital, the sensor produced a reading of 11 mmol/l compared to hcp meter results of 22 mmol/l and 23 mmol/l. It is unknown what treatment was provided as no further details were reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported experiencing symptoms described as vomiting and diarrhea and self-presented to a hospital where she was determined to be in a state of diabetic ketoacidosis. Customer further reported she had consistently received "stable" sensor scan results and had never suspected increased blood glucose levels. In the hospital, the sensor produced a reading of 11 mmol/l compared to hcp meter results of 22 mmol/l and 23 mmol/l. It is unknown what treatment was provided as no further details were reported. There was no report of death or permanent injury associated with this event.